Event description:
The customer reported that the system failed to boot to a usable state anda exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connector pins on the monitor were evaluated and cleaned. The system was tested and found to be working as intended and returned to service.